Event description:
It was reported that the patient's device had a short between electrodes 10 and 11. The short persisted after the patient's neurostimulator was replaced. It was unknown if the neurostimulator replacement was related to the short. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported premature battery depletion. It was indicated that the cause of the event was a current leak between two adjacent contacts. Additional information indicated the replacement took place on (B)(6)-2012. The patient had excellent clinical results following replacement and recovered without sequela.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot# v578920, implanted: (B)(6) 2011, explanted: na; extension model 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37642, serial# (B)(4).